Manufacturer narrative:
Unable to perform displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test due to receiving pump error 38 during rewind on (B)(6) 2024 10:24:13.000. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 38 was noted during rewind test. Pump error 38 found in history files on the event date (B)(6) 2024 21:15:57.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, lcd flex tail and motor flex connector. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained serial number label). Pump error 38 was confirmed due to moisture damage on motor. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump error 38. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.